Manufacturer narrative:
H.6. Investigation: this statement summarizes the investigation results regarding your complaints that alleges false negative or discrepant results when using kit bd veritor for rapid detection of sars-cov-2 (material # 256082), batch number 0288368. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. Investigation and testing were performed on the batch number provided. The complaint was unable to be confirmed. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services. H3 other text : see h.10.

Event description:
It was reported while testing for sars-cov-2 a potential false negative result was obtained. Visual and veritor analyzer results were negative. Customer reported result as positive. Confirmatory testing was not performed. There was no report of patient impact. Eua # (B)(4).

Manufacturer narrative:
Eua # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars-cov-2 a potential false negative result was obtained. Visual and veritor analyzer results were negative. Customer reported result as positive. Confirmatory testing was not performed. There was no report of patient impact. Eua # (B)(4).